Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from saol regarding a patient who was receiving baclofen at an unknown concentration at 769.7 mcg/day via intrathecal drug delivery pump for spasticity and dystonia. It was reported that the pump was removed due to infection on (B)(6) 2011. The patient¿s medical history included list out all reported medical history. The patient¿s concomitant medications included cetirizine 5 mg daily, fluticasone nasal spray daily, keppra (levetiracetam) 1000 mg twice per day, mom (milk of magnesia) 5 ml once per day, nexium (esomeprazole magnesium) 10 mg daily and peridex (chlorhexidine gluconate) daily. No further complications were reported.